Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, the catheter was inserted, then it was noted that air comes in through the valve. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned for analysis.